Manufacturer narrative:
Based on the limited amount of info included in the legal allegation, we are unable to determine to what extent, if any, the bard/davol device may have caused or contributed to the pt's post operative seroma and subsequent infection. A mfg review of the mfg records that included review of sterility records shows that the lot was manufactured to specification. Seroma and infection are known and inherent risks of surgery and are listed as possible complications in the IFU supplied with the device. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.

Event description:
The following allegation was reported to davol by the surgeon: it was reported that on (B)(6) 2014 the pt was implanted with a xenmatrix graft. Reportedly, the graft was implanted into a clean site with no preexisting infection. The surgeon reports that 2 months post operative the pt became symptomatic for seroma and underwent an ultra sound guided drainage and was administered IV antibiotics. It was reported that on (B)(6) 2014 the graft was explanted due to infection. As reported it is not known if all the graft material was removed at that time.